Manufacturer narrative:
(B)(4). A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; the unit has no ac power and the led lights do not turn on. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed; unit does not power on using the power cord supplied by the customer. The cause of the reported condition was due to a defective power cord. The power cord was found to have burn marks. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Scd 700 compression system was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Investigation: this complaint of a damaged power cord with burn marks was investigated and confirmed one sample was returned and consisted of u29525, scd 700 compression system, label: mfg date code 03-2013, [sn] (B)(4) the power cord is damaged with burn marks. Testing details/results: the battery was not charged upon arrival. Unit functions on ac power with a known good power cord connected. After charging the unit for approximately two hours, the unit functions on battery power. Root cause statement: customer damage/misuse. Ac power cord is damaged with burn marks damaged power cord was scrapped in (B)(4) recommend to replace power cord and process per standard fs procedures.

Event description:
It was reported to covidien on (B)(6) 2015 the customer stated the unit had no ac power and no leds lighted. Upon triage on (B)(6) 2015 the service tech found burn marks on the power cord